Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer's mother reported via phone call that insulin pump had damage to reservoir compartment. Customer's blood glucose value was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.